Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. The handle was dismantled when the device arrived. Visual examination showed that the outer sheath showed some slight buckling at the nosecone. No damage to the mid-shaft. The stent damage that was alleged could not be confirmed due to the stent not being returned. The pull rack also showed damage on the first tooth. The thumbwheel showed some damaged teeth. The proximal inner and the inner liner were both detached and the clip was not returned. The inner liner showed a kink approximately 10cm from the tip. The inner liner also showed some buckling approximately 8cm to 11cm proximally. The tip showed some slight damage from the stent deployment. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the stent partially deployed. The 5mmx300mm concentrically shaped de novo target lesion was located in the totally occluded, non-tortuous, severely calcified superficial femoral artery (sfa) to popliteal artery in the left leg. Vascular access was obtained through the right femoral and an antegrade ipsilateral approach was used to access the lesion with a 6fr sheath. A non-bsc re-entry catheter was used to re-enter at the popliteal p2 segment. A sub intimal tract was created by pre-dilating with a 4mm x 200mm balloon via angioplasty. A stiff 0.035 non-bsc wire was placed. The physician used long shaft stents in a downhill application to treat the lesion and all stents were straightened when deployed. A non-bsc 5mm stent was deployed successfully at the popliteal. A 6x150 130 cm eluvia¿ drug-eluting vascular stent system was then introduced. It was noted the surgeon had issues passing the stent over the wire in the mid sfa as it seemed the nosecone of the stent was catching. Significant resistance was noted during advancing, operating, and repositioning. Once the eluvia was in place, the surgeon began to deploy using the thumbwheel. A lot of resistance was noted with high force required to turn the wheel and after 20mm of stent deployed, the wheel became loose freewheeling with no tension. The blue pull handle was loose out the proximal end of the handle. The stent system was partially deployed in the artery and the handle was dismantled. It was observed that the outer catheter which retains the stent had snapped/pulled away from the blue ratchet. The stent was deployed slowly by hand using the internal parts, via a pin and pull method manipulating the internal layers of the catheters. The stent section from approximately 20mm-60mm was stretched. No fracture was observed. Four more 5-6mm non-bsc drug eluting stents were placed without issue and these stents all tracked and deployed easily. Post dilation was performed with a 6mm balloon and the procedure was completed. No kinks were observed on the catheter during or after the procedure. The patient had a very painful, cold foot and the acute limb ischemia resulted in an emergency bypass. The patient had to have open surgery on (B)(6) 2017 in the femoral popliteal as the eluvia stent thrombosed. The patient was taken for a femoral popliteal bypass and the stent was surgically removed. Post-surgery, the patient was stable with restored flow to the tibial's.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the stent partially deployed. The 5mmx300mm concentrically shaped de novo target lesion was located in the totally occluded, non-tortuous, severely calcified superficial femoral artery (sfa) to popliteal artery in the left leg. Vascular access was obtained through the right femoral and an antegrade ipsilateral approach was used to access the lesion with a 6fr sheath. A non-bsc re-entry catheter was used to re-enter at the popliteal p2 segment. A sub intimal tract was created by pre-dilating with a 4mm x 200mm balloon via angioplasty. A stiff 0.035 non-bsc wire was placed. The physician used long shaft stents in a downhill application to treat the lesion and all stents were straightened when deployed. A non-bsc 5mm stent was deployed successfully at the popliteal. A 6x150 130 cm eluvia¿ drug-eluting vascular stent system was then introduced. It was noted the surgeon had issues passing the stent over the wire in the mid sfa as it seemed the nosecone of the stent was catching. Significant resistance was noted during advancing, operating, and repositioning. Once the eluvia was in place, the surgeon began to deploy using the thumbwheel. A lot of resistance was noted with high force required to turn the wheel and after 20mm of stent deployed, the wheel became loose freewheeling with no tension. The blue pull handle was loose out the proximal end of the handle. The stent system was partially deployed in the artery and the handle was dismantled. It was observed that the outer catheter which retains the stent had snapped/pulled away from the blue ratchet. The stent was deployed slowly by hand using the internal parts, via a pin and pull method manipulating the internal layers of the catheters. The stent section from approximately 20mm-60mm was stretched. No fracture was observed. Four more 5-6mm non-bsc drug eluting stents were placed without issue and these stents all tracked and deployed easily. Post dilation was performed with a 6mm balloon and the procedure was completed. No kinks were observed on the catheter during or after the procedure. The patient had had a very painful, cold foot and the acute limb ischemia resulted in an emergency bypass. The patient had to have open surgery on (B)(6) 2017 in the femoral popliteal as the eluvia stent thrombosed. The patient was taken for a femoral popliteal bypass and the stent was surgically removed. Post-surgery, the patient was stable with restored flow to the tibials.